Manufacturer narrative:
On 6/22/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown right mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 475cc saline breast implants which the left side deflated after implantation. As a result patient underwent removal and replacement with another mentor gel implant on (B)(6) 2018.

Manufacturer narrative:
On 5/13/2018, additional information indicated that the lot and serial number of the left deflated implant updated to lot number 6785724, serial number (B)(4). Patient elected to undergo bilateral removal and replacement even though there was no issue with the right implant: left-catalog number 3506004bc, lot number 7561949, serial number (B)(4). Right-catalog number 3506004bc, lot number 7561949, serial number (B)(4). Concomitant products: right- catalog number 3542680, lot number 7333867, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/29/2018, the mentor failure analysis lab has received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device returned with yellow fluid and weighed 69.6gm. White material was observed within the device. White, yellow and green material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.7 cm on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites than the rent. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible determine the origin of white, yellow and green material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).